Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ secondary set drip chamber c60 there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples or photos were returned for evaluation. Lot number 370818 for (B)(4) was provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of the provided lot number that could have contributed to the reported defect. The connector component is manufactured within bd and regular inspections are performed to ensure the product meets specifications. The secondary set is manufactured at a subcontractor location. After manufacturing is completed, final samples are sent to bd for inspection. A complaint was sent to our subcontractor for this incident. Based on the information provided, the subcontractor cannot establish a root cause for this particular incident.

Event description:
It was reported with the use of the bd phaseal secondary set drip chamber c60 there was an issue with leakage. There was no report of injury or medical intervention.